Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. During troubleshooting, the issue was confirmed and the pump was replaced. Additionally, it was reported that an unspecified malfunction alarm occurred. Customer's blood glucose level was 233-397 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issues could not be verified; however, a different issue was identified (damaged usb pins).